Event description:
It was reported the pt experienced burning and blistering on her skin from using the recharger. Pt was questioned whether she saw a code on her recharger but did not recall. Pt's recharger was replaced (B)(6)2010.

Manufacturer narrative:
(B)(4)